Event description:
It was reported that customer was hospitalized for dka. Family member reported that customer had received no delivery alarms on pump prior to hospitalization. Unable to perform troubleshooting at the time of call due to the fact that family member did not have pump with her, family member advised to call back to perform troubleshooting.